Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm 11500a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 2 years, 7 months due to unknown reason. The tavr was performed 20mm 9755rsl transcatheter valve.